Manufacturer narrative:
A3b): patient's gender unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra), and a left ventricular (lv) lead due to bacteremia. Prior to the procedure, the patient had a small vegetation suspected on the rv lead near the tricuspid valve. A temporary pacemaker was placed, and spectranetics lead locking devices (lld e in lv lead, lld #2s in rv and ra leads) were inserted into each lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath on the lv lead, advancement was made to just proximal of the superior vena cava (svc)/ra junction. Traction was applied to the lv lead, the lead was pulled into the glidelight, and both were removed, but the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon. Transesophageal echocardiography (tee) detected no effusion in the svc or innominate regions. However, an effusion was noted, suspecting a small perforation of a lateral branch of the coronary sinus. A subxiphoid window was performed, suction was applied, and a blake drain was placed, withdrawing 300 ml of blood. The patient stabilized and the extraction continued. A 16f glidelight was used on the rv lead, and the lead was successfully extracted. Then, using a 14f glidelight and switching to a 16f glidelight on the ra lead, the lead was extracted as well, with no issues. The patient survived the procedure. This report captures the lld e providing traction to the lv lead when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.